Manufacturer narrative:
The company service rep examined the system and found the cpu battery to be low. The cpu battery was replaced. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l complaints associated with this system. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported system would not turn on. The orange light continues to display. The surgeon called the company service rep to assist with troubleshooting. The troubleshooting did not resolve the issue. Three pts were under anesthesia and five pts were waiting. The cases were canceled. No pt injury was reported.